Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(6) called advised mother has a tracer ex2 chair and a piece broke on the left footplate causing it not to stay up. (B)(6) could not provide complete model or serial number.